Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip pinning surgery, the tip of the screwdriver cracked. An alternate screwdriver was available to successfully complete the surgery without delay or harm to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (4.0mm cannulated hexagonal screwdriver, part number 314.05, lot number 4646525). The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screws. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion (313.93, 314.04, 314.05 and 314.23). (Technique guide) the returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to have five (5) cracks. There were no fragments generated as no portions of the tip are unaccounted for. Additionally the tip is twisted in a manner consistent with tightening. A definitive root cause was not able to be determined however, the failure mode is likely contributable to the application of excessive force/rough handling over 12+ years in the field. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mr's, ncr's or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.